Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device. This event occurred during dwell three of four while the home patient was connected. The home patient stated that there was an unused supply line and accidentally unclamped and uncapped it. The technical service representative explained the alarm and reviewed proper procedure. The home patient will finish therapy manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Unclamping and uncapping an unused supply line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.